Event description:
My freestyle libre 3 plus sensor device is showing incorrect low glucose readings. Verified the correct glucose level with the old-style test strips, and the amount is 10 to 30 units higher than the sensor reading. This error has led to me taking excessive carbohydrates and interrupted sleep with false alarms. Lot: t60003679, serial number (B)(6) applies. The lot & serial numbers are not on the abbott news release dated last year of the malfunctioning sensors list.